Event description:
In 2009, the patient reported the adhesive on his insulin infusion headsets are not properly adhering to his skin. He stated that for the last couple of weeks his infusion sets have fallen off within 1 day. He stated he does not normally use tegaderm in the winter but has started to do so which has resolved the issue. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.